Manufacturer narrative:
Customer returned samples for testing. Samples were tested with retention capture cmv, lot c047. In-house donor samples of known cmv status were also included in the testing. The customer's samples exhibited positive reactivity. In-house donor samples reacted as expected.

Event description:
Customer reported unexpected positive reactions with capture cmv on donor samples. The unexpected positive reactions were observed in donor samples that previously tested negative.